Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end cover of the duodenovideoscope was detached inside the body after a therapeutic endoscopic retrograde cholangiopancreatography procedure involving an olympus duodenovideoscope. There was no patient injury reported.